Event description:
It was reported that while the ventilator was connected to a patient and after 3 days of continuous ventilation, it was noticed that there was no air movement. The mode of ventilation was changed but there wa sno change in air movement. A high pressure alarm was generated and the nurse pressed the button for 100% oxygen which also silenced the alarm. The ventilator was disconnected form the patient. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be sent when the investigation is completed. (B)(4).

Manufacturer narrative:
The investigation of the reported ventilator event has been finalized. The unit was investigated at the hospital by our field service engineer, the investigation did not reveal any device errors and the unit passes the pre-use checks without deviation. The evaluation of the returned ventilator logs shows that the ventilation was initiated (B)(6) 2014. The ventilation mode used was ps/CPAP. This ventilation mode is a pressure supported mode used when the patient is breathing spontaneously. At the reported date of event (B)(6) 2015 the alarms paw high and high continuous pressure were generated. These two alarms indicate a blockage in the patient circuit. The device also alarmed for respiratory rate low, no patient effort, and apnea, the last two alarms were generated because the ventilator had switch to backup mode. The mode is a controlled ventilation mode where the system monitors the time span from last initiated breath. The ventilator logs showed that the unit passed all the performed pre-use checks and the technical log did not contain any technical alarms, only alarms regarding the exchange of expiratory cassettes were logged. Nothing from the returned logs indicated a malfunction of the ventilator device. The cause for the alarms that were logged at the reported date of event were most likely due to a blockage around the expiratory side of the patient circuit. The cause could have been a clogged filter or water in the patient circuit. The true cause cannot be determined from this investigation.

Event description:
(B)(4).